Event description:
The reporter stated that an er1 message had been rec'd twice on a surestep meter being used for testing patients in this physician's office. In both cases there was a lab drawn with results of 520 mg/dl for a male pt, and 475 mg/dl for a female. Comparisions to the color chart had been done with the tests strips, and each of them compared to the highest level. There was no allegation of harm.